Manufacturer narrative:
The follow-up is created to document conclusion of the investigation and updated device infomation. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation with abrasion adjacent to it on the exhaust tube of cylinder 1. Testing revealed this to be a site of leakage. Abrasion was noted on both exhaust tubes of the pump and exhaust tubes of both cylinders. A group of separations was noted on the detached inlet tube, indicating contact with unshod instrumentation. Testing revealed this to be a site of leakage. Microscopic examination of the inlet strain relief detachment end revealed the surfaces to be rough and irregular. No functional abnormalities were noted with the pump or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on both pump exhaust tubes matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 1 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations noted in the detached inlet tube occurred subsequent to the device packaging being opened. The expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss. These separations are not associated with the cause for failure. In addition, the rough detachment end of the inlet strain relief most likely occurred during the explant procedure and not a cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device is not inflating, a leak in the system was noted. The tubing was cut to the reservoir to facilitate explant. The reservoir not removed. A genesis malleable was implanted.